Event description:
Received a report that a 4.0pdc tracheistomy developed a leak after 10 hours of use on a patient. The location of the leak was not provided.

Manufacturer narrative:
Investigation of this report is currently in progress. The customer reported that the sample will not be returning for evaluation.